Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31390585l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis. In the second half of the procedure, when the smart touch sf catheter was inserted from right atrium to left atrium, it was considered that the catheter had been approached to left atrium but the catheter was seemed to be entrapped. When the contrast imaging was attempted from the smart touch sf catheter, the contrast agent was pooled and the location of the catheter was found to be not in left atrium. After that, pericardial effusion was confirmed by echocardiography but it was only the original effusion. When the effusion was checked once again, the amount of the effusion increased. Pericardiocentesis was performed, and blood pressure was stabilized and the patient was moved to ICU. (Cardiac surgery was not performed and the patient was monitored.) Patient improved. Atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was performed before pericardial effusion was confirmed. Steam pop might have occurred since imp increased and rf ablation was stopped during cti (cavotricuspid isthmus) ablation. At that moment, there was no pericardial effusion confirmed by echocardiography. The physician believed there was a causal relationship between the health hazard and the product. It was considered that when approaching to left atrium from atrial septum, the catheter might have entered in epicardium by the perforation in the septum so that the pericardial effusion was accumulated in the epicardium side. Since no cardiac surgery was performed, the location of the perforation was not confirmed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).